Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -10.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced corneal erosion (which healed expectedly as the surgeon reports); patient complains of multiple images/reflections/shadows (monocular diplopia); lens rotation and low vaulting. Lens remains implanted is received a supplemental medwatch report will be submitted. Attempts to obtain additional information have not been successful. If additional information.